Event description:
It was reported that patient developed a possible perforation. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1888tc lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.